Manufacturer narrative:
Evaluation results: the vibrator motor does not function. An internal defect of the vibrator led to the problem.

Event description:
On (B)(4) 2013, it was reported that the vibra-alarm on the patient's infusion device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.